Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implants and experienced bilateral ruptures post-operatively, which were confirmed via an MRI. It was indicated the patient experienced a fall prior to noticing the ruptures. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
On june 21, 2022, the mentor failure analysis lab has received the device for evaluation. On june 28, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the customer also developed bilateral capsular contracture (baker grade 3). Section h6-health effect - clinical code has been updated to reflect the reported capsular contracture. On july 12, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had an area of missing material on the anterior view, and extending to the posterior view, measuring approximately 3.9 cm x 4.0 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2022, mentor received additional information regarding the device explantation date. The explantation date has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).